Event description:
Boston scientific received information that this right atrial (ra) as well as the right ventricular (rv) lead dislodged. An invasive revision procedure was performed and both leads were explanted and replaced without complication. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.